Event description:
Customer reports a pt control module attached to an infusor containing 2mg/ml of morphine over infused 39ml in "less than 8 hrs". Per customer, the pt suffered severe apnea which responded to naloxone. The pt demostrated "kg changes requiring transfer to ICU to rule out mi and additional doses of naloxone." The pt has returned to pre-event status.